Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant, the atrial lead dislodged, with the lead tip noted to be in the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.